Event description:
It was reported the patient still had concerns regarding their device or therapy, but were working with their healthcare provider or manufacturer representative. An appointment date of (B)(6) 2014 was noted.

Manufacturer narrative:
Product ID 3889-28, lot# va0l8cf, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient had a return of symptoms. Therapy helped the patient¿s bladder issues until the last couple of weeks prior to call. Increasing stimulation did not resolve the issue and was painful. Stimulation was returned to a comfortable level. It was reported the patient had greater than fifty percent symptom reduction. The patient¿s stimulation was increased from 1.0 v to 3.0 v and they were now continent. The patient had a sudden loss of therapeutic effect, but no loss of stimulation. The patient had recovered without permanent impairment.